Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the incident, a technical support specialist reached out to the customer to investigate regarding the customer allegation. However, due to no response from the customer, the complaint file has been closed.

Event description:
It was reported that when using the bd pyxis¿ es server unable to authenticate a user at all stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.